Event description:
The ge oec 6600 fluoroscopy system would intermittently track to maximum techniques. Images were washed out as well.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ccd, image intensifier power supply and controller pcb. The ccd camera was replaced as was the controller pcb and the image intensifier power supply was ordered and replaced on a separate call. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.